Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose, and the infusion sets were changed twice. The customer also reported being in the emergency room with a blood glucose of 133mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Advised the customer that the insulin pump is functioning as designed. No further information was provided.